Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing an infusion set earlier in the day and announcing a usual-size dinner despite eating more than usual, with blood glucose rising to 535 mg/dl for approximately six hours; the event involved troubleshooting education related to meal announcements and incorrect meal size, and no device alarms were reported. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included temporary impairment of glucose control with return to target range later that evening and no medical intervention or hospitalization. Investigation included review of user-reported history, blood glucose trend, insulin on board, meal announcement behavior, and infusion set troubleshooting steps. Investigation of this case revealed that the hyperglycemia was consistent with inaccurate meal announcement leading to under-delivery for a larger-than-usual meal, with potential contribution from infusion set performance immediately post-change; no device malfunction or alert behavior was identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error associated with incorrect meal size announcement, with possible transient infusion set effectiveness issues.